Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was not confirmed. The cuff was determined to meet the symmetry specification. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
H6: correction "f27".

Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the customer tested the custom bivona cuff before insertion and noticed that it was not inflating correctly and appeared asymmetric. There was no patient harm or adverse events reported.